Event description:
Ous MDR - boston scientific received information that the right atrial (ra) lead was dislodged the day after the lead was implanted. The lead helix could not be fixed thus the lead could not be repositioned. The tissue around the helix was tangled when the lead was removed. The ra lead was then replaced with another lead because the physician pointed out a possibility of a helix deformation of the ra lead. The lead was no longer in service and was explanted. No adverse patient effects were noted. The product will not be returned. This investigation will be updated should further information be provided. The provided explant and event dates are chronologically impossible. Therefore, they will not be included in this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.